Event description:
Treatment of an unruptured aneurysm in the right ica (internal carotid artery). On 2014, (B)(6) the patient underwent pipeline embolization treatment. During the procedure, it was reported the distal segment of the pipeline (5mm x 16mm) required balloon angioplasty (an option presented in the instructions for use, us) with a hyperglide balloon. However, during the angioplasty of the pipeline, the hyperglide balloon ruptured. Another balloon was used and full wall apposition was achieved with the pipeline. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined.(B)(4)